Manufacturer narrative:
Medtronic received additional information that after histological examination, this patient did not have endocarditis. Regarding implantation for this patient, the valve was loaded (crimped) one time. It was reported that the patient had pre-implant balloon dilatation with a non-medtronic 25x40mm balloon. Post-implant balloon dilatation was also performed with a 25mm balloon due to paravalvular leak and central leak, with no change to the paravalvular/central leaks. The annulus for this patient was measured via echocardiogram and was noted to be 30mm and 28mm via computed tomography.

Event description:
Medtronic received information from a journal publication submission that two patients who had been implanted with transcatheter aortic valves subsequently were hospitalized for recurrent heart failure and had their devices explanted due to aortic stenosis and insufficiency. A patient with pre-existing severe aortic stenosis, chronic renal insufficiency and diminished ejection fraction was implanted with this device. Over the first year after device implant, the patient developed severe aortic regurgitation, and decreasing ejection fraction leading to congestive heart failure. An aortic valve replacement subsequently was performed, together with ascending aortoplasty for ascending aortic ectasia, transaortic mitral valve repair, and tricuspid valve repair for moderate valvular regurgitation. Intraoperative findings included thrombotic material on the device frame, early structural degeneration of the aortic valve prosthesis (leaflet dehiscence at the commissures), and interference with motion of the anterior mitral leaflet resulting in moderately severe mitral regurgitation. It was reported the patient had an uneventful postoperative course. The article indicated that the reason for thrombus formation was unknown, as the patient was receiving dual antiplatelet therapy from the time of the device implant until the re-operation. The authors speculated that the early degeneration may have resulted from either the compressing of the device to load it for delivery/implant, the implant technique, or the use of a second balloon inflation during implant. The authors also speculated that mitral valve leaflet interference may have been due to implant of the device too deeply in the aortic annulus, resulting in protrusion into the left ventricular outflow tract.

Manufacturer narrative:
The implanted date and explanted date entries are corrected based on subsequent information received. Upon receipt at medtronic¿s quality laboratory, the frame on the outflow appeared to have been cut and damaged during explant. All leaflets were slightly stiff but flexible, except where host tissue extended on the inflow and outflow. Leaflets 2 and 3 appeared to have been cut or torn during explant. The 2-1 and 1-3 commissures were intact; the 3-2 commissure appeared to have been cut during explant. Glistening off-white pannus covered the inner lumen on the inflow, to the inflow margin of attachment and all inferior coaptive areas. Pannus appeared to cover all commissures, extending to the outflow margin of attachments and one to two millimeters (mm) onto all cusps, resulting in restricted leaflet movement. Pannus was observed along the inflow and outflow aspects of the frame. Radiography showed no evidence of mineralization in the valve or host tissue.

Manufacturer narrative:
A copy of the article submission was provided to medtronic. As of the date of this report, the article had not been publicly published. Additional information has been requested. A separate report has been filed for the other patient cited in the publication. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. An angiographic record consisting of six individual angiographic cines showed the device at different deployment stages throughout the procedure. The angiographic cines showed the initial placement of the device appeared to be acceptable and there were no anomalies noted with the corevalve system. When the device was two-thirds deployed from its delivery catheter system, the depth (as measured by the device frame cells) was noted to be 24-26 mm deep; for optimal placement, the device should be placed so that its skirt is approximately 4-6 mm below the annulus. With the device almost fully deployed, its position remained deep. At final deployment, the device depth was approximately 12-16 mm, with a moderate to severe paravalvular leak (grade 3+) observed. The angiographic record did not indicate whether the operator tried to pull the device into a higher position or chose to leave the device in a low (deep) position. The angiographic record did not confirm or refute wh ether the valve was so deep that it caused any disruption of the anterior mitral leaflet. The returned device analysis did not confirm the report of dehiscence. The commissures were covered with pannus overgrowth with no evidence of dehiscence, and there were no signs of valve detachment from the frame. Also, two of the commissures were intact with the free margins in the open position due to pannus overgrowth and the third was cut during explant of the valve. It was noted from the explant images that the transectioning of the frame, followed by rolling the valve and frame with forceps to facilitate explanation, further damaged both the frame and leaflet structures. The angiographic record review confirmed that the device was implanted in a sub-optimal position. The authors noted that the observed mitral interference was most likely due to the implantation of the device too deeply into the aortic annulus, resulting in it protruding into the left ventricular outflow tract. The implant of a transcatheter aortic valve in too deep a position may also affect valve performance. In addition, a deep implant position also may increase leaflet stresses, potentially reducing leaflet life. The available information indicates that the device was implanted lower (deeper) than the instructions for use recommendation of positioning the top of the first cell of the inflow portion of the valve frame level with the valve annulus. Analysis of the returned device showed the restricted movement of the leaflets was due to pannus, and is most likely what led to the report of severe aortic regurgitation. A number of factors, including medications, peri-procedural injury, and pre-existing patient conditions, can contribute to the creation of thrombus and pannus formation, and its presence and rate of formation is largely dependent on patient condition. Although a conclusive root cause to the pannus could not be determined, it is a known potential failure mode for bioprosthetic valves and is generally considered a patient-related condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.